Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue.

Manufacturer narrative:
Follow-up #1: date of submission: 10-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 04-apr-2018 with the following findings: during a visual inspection of the pump, there was corrosion observed inside the battery compartment. The battery compartment was found to be cracked on the side at the threads. A leak test confirmed a battery compartment leak. The pump cover was removed and no further evidence of moisture damage was found.